Event description:
"When engaging the epiphsis and the diaphysis, we noticed that the two components would not engage securely together, at this point the cement was in the pt and handening. In an attempt to resolve the issue, we opened another diaphysis. By trial and error was realized that the issue was not with the diaphyseal product, but with the epiphyseal component. The surgeon noticed the threads on the epiphysis were damaged. The issue was resolved by cold welding the damaged epiphysis with the diaphysis." The surgery was delayed by 45 minutes.